Event description:
Customer reported an iris pot error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the iris potentiometer and reseated circuit boards. System operates as intended.